Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The complaint was not confirmed based on sample analysis. No root cause was determined and no corrective actions have been identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to (B)(6) that a gap was found between the cap and the main body of the transfer set. The customer stated a clean flash was used for connection assistance. There was no patient injury or medical intervention.